Event description:
It was reported that noise resulted in inappropriate therapy. The noise was reproduced with isometric muscle movements with impedance/sensing/threshold changes. The noise was the result of a loose setscrew. The screw was tightened and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.